Event description:
The report states that a stent was placed into the hub of a 6fr cook ansel 1 sheath and then removed when the surgeon decided to pre-dilate the vessel first. Upon inspection of the device it was noticed that the stent had slid partially from its initial placement between the marking on the balloon catheter. Another stent was opened and the physician implanted that stent with no issues. No harm came to the patient.

Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.